Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and oversensing. Troubleshooting options were discussed, however, they were not able to be performed due to the patient not being able to be contacted and not arriving for a follow up. At this time, this system remains in service. No further adverse patient effects were reported.